Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition); the valve was returned submersed in a unidentified liquid in the provided return kit. Result: first we performed a visual inspection of the progav. There were no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. The valve is permeable, albeit with difficulty. The brake is not functional, therefore it was not possible to adjust the valve. The cause of the defect of the braker could not be determined through our investigation. Significant outside pressure, for example by to much force on the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Finally, we dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve was not adjustable at the time of the investigation. The cause of the malfunction remains unclear. As described in scientific literature, the deposits encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was blocked and not adjustable postoperatively. The valve was implanted on (B)(6) 2014. It was removed on (B)(6) 2021 due to the malfunction and returned to the manufacturer. Further details were not provided.